Event description:
It was reported that the catheter broke. The target lesion was located in a severely tortuous and severely calcified tibial artery. Upon removal of a 10mmx2.00mm wolverine coronary cutting balloon, it was noted that the catheter broke and left the balloon on the wire. The fractured balloon was snared and completely removed from the patient's body. A regular balloon was then used to dilate the vessel and finished the procedure successfully. No complications reported and the patient regained blood flow.